Manufacturer narrative:
Other, other text: two (2) pictures were received for evaluation. No discrepancies are observed in the pictures received. No samples were received for evaluation. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: pm-297 rev. 113 ? Ay, admin set, tsd volume. Pm-302 rev. 101 - rra process monitoring: accuracy, leak and pull testing. Qp 67-7071 rev 114 ? Deltec tpn/frra/stdrra. As10011952-002 rev. 100 - IFU, ad set, cadd, spike, fs, 0.2fltr, clmp, chkv w-mluer. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp?s requirements and shm procedures: the bonding operation in all joins were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. Verify that production personnel was performing visual inspection in order to detect delamination or any other workmanship defects; no discrepancies were found. The bin holding the filters was reviewed in order to verify that no damaged or broken filters were present; no discrepancies were detected. Training records were reviewed, operators are trained in the procedures reviewed; no discrepancies were found. Four (4) samples of the production floor were tested using a hydrostat vessel [cal. ID: 8.0088; due date: january 2021]. No discrepancies were detected during leak testing; successfully passed. The IFU for p/n 21-7394-24 was reviewed in order to verify for any condition or caution that could create leaks during the use of the product (see ?cautions?, stated in the IFU below): production personnel performs a 100% visual inspection in order to verify that the joins of the filter following below criteria: minimum tube engagement is to edge of filter. Tube back out is not greater than 0.030?, using 0.030? Pin. Delamination of 0.187? Is acceptable, using td 0672 gage. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. Filter following below criteria: workmanship defect. Proper housing welds. Proper orientation. The tests are properly performed. No root cause has to be determined since the complaint could not be confirmed.

Event description:
Information was received that nurse connected a new bag of medication to the pump. The first dose ran through the line and then it started leaking at the disk-like hub on the IV line. The medication infused was cefazolin 1g IV q8hrs. No adverse effects reported.